Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician was unable to effectively tighten the right ventricle sensing setscrew after numerous attempts. High impedance was noted. The device was not implanted. No patient complications have been reported as a result of this event.